Event description:
Reporter alleged when the blood glucose monitoring device generates a result; the display number flashes to a different number after the original reading appears. Reporter stated not being able to remember any of the device readings and did not have the device with him at the time of the call; therefore was unable to verify meter information. A request was made for the return of the suspect device and replacement product was sent.